Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was not able to reproduce the customer's stated complaint. With further investigating the fse had found the compressor was out of manufacturer's specifications. With reviewing the logs the fse had verified fault code 77 (compressor motor speed adjust-assisting) 192 times. The fse had found black soot inside the pressure tubing and inside the filter. Replaced the scroll compressor with filters, replaced both pressure/ vacuum drive regulators, replaced both pressure transducers for precautionary purposes and cleaned the pressure tubing. Functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0119-00-0236, pn 0103-00-0633 qty: 2, pn 0682-00-0091-01 qty:2, pn 0206-00-0734 parts were received with a reported failure of a temp overheating alarm, compressor out of specifications, and fault code 77. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0119-00-0236 was out of specifications and would not calibrate to proper pressure. Probable root cause is impossible to define. The rest of the parts tested good. No failure confirmed on them. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed: temp overheating. There was no patient harm.